Event description:
Caller reported a cartridge alarm 20 issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to revert to multiple daily injections as backup therapy. Technical support confirmed shipping a replacement pump and instructed the caller on returning the problematic pump using a return box and prepaid label.